Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. This emdr represents the bard device implanted on (B)(6) 2006, device #1. An additional emdr was submitted to represent the bard device implanted on (B)(6) 2007, device #2. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient had a bard/davol oval composix kugel mesh, reference number (B)(4) , lot number 43cpd526 (device #1) implanted to repair a hernia defect. On (B)(6) 2007: the patient underwent surgery for repair of a recurrent incisional hernia and to remove the previous hernia mesh. A bard/davol ventralex hernia patch mesh, reference number (B)(4), lot number 43jqd (device #2) was implanted to repair the hernia defect. On (B)(6) 2007: the patient underwent an additional surgery to remove the mesh. On (B)(6) 2007: the patient underwent an additional surgery to remove dense adhesions, repair a serosal tear and repair a recurrent incisional hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective defendants' mesh products.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information provided, there is no change to initial determination, no conclusions can be made. Per medical records review, about 9 months post implant of composix kugel mesh, this patient was diagnosed with infection, hernia recurrence, adhesions and fistula thereby underwent repair with mesh explant. The instructions-for-use (IFU) supplied with the device lists fistula and adhesions as possible complications. The warning section of the IFU states ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a review of the manufacturing records was performed and found that the lot was manufactured to specification. This supplemental emdr represents the mesh ¿ composix kugel (device #1). An additional supplemental emdr was submitted to represent the mesh ¿ ventralex (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006: the patient had a bard/davol oval composix kugel mesh, reference number 0010203, lot number 43cpd526 (device #1) implanted to repair a hernia defect. (B)(6) 2007: the patient underwent surgery for repair of a recurrent incisional hernia and to remove the previous hernia mesh. A bard/davol ventralex hernia patch mesh, reference number 0010301, lot number 43jqd (device #2) was implanted to repair the hernia defect. (B)(6) /2007: the patient underwent an additional surgery to remove the mesh. (B)(6) 2007: the patient underwent an additional surgery to remove dense adhesions, repair a serosal tear and repair a recurrent incisional hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective defendants' mesh products. Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with incisional hernia at previous ileostomy site thereby underwent open repair with implant of composix kugel mesh (device #1). Per operative notes, ¿some incarcerated small bowel found within the hernia sac was reduced. The adhesions to the hernia area were removed. Then, a small circular composix kugel mesh (device #1) was placed in the abdomen, laid onto the bowel wall, and sutured.¿ 02-aug-2006 - patient was diagnosed with some small internal hemorrhoids and diffuse diverticulosis during colonoscopy. (B)(6) 2007 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with implant of ventralex mesh (device #2) and explant of composix kugel mesh (device #1). Per operative notes, ¿dense adhesions of small bowel, colon, omentum, anterior abdominal wall and near hernia were taken down. Infected hernial mass was removed from the area. A very small hernia was found. A ventralex mesh (device #2) with the straps removed was placed into the abdomen, sewn to the anterior wall covering the defect and stapled in place. Fistula to the small bowel was taken down. The composix kugel mesh (device #1) was then removed.¿ (B)(6) 2007 - patient was diagnosed with abdominal distention and abdominal pain thereby underwent exploratory laparotomy with explant of ventralex mesh (device #2). Per operative notes, ¿lot of free fluid was found with clot was aspirated. Some small adhesions were taken down. There was no evidence for leak. The ventralex mesh (device #2) was removed, and defect was repaired with sutures.¿ (B)(6) 2007 - patient was diagnosed with right lower quadrant incisional hernia from a previous ileostomy and an epigastric hernia from a midline incision thereby underwent laparoscopic repair with implant of composix l/p meshes (device #3 & #4). Per operative notes, ¿lysis of adhesions was completed. Upon removing bowel and omentum from both epigastric and right lower quadrant hernia, two composix l/p meshes (device #3 & #4) were placed and secured against the abdominal wall with sutures and stapled in place.¿ attorney alleges that the patient had adhesions, infections, bowel obstruction, hernia recurrence, pain, emotional injuries and also had removal surgery.